Event description:
A pt supported by a left ventricular assist device (lvad) was ambulating when the display panel on the top module of the dual drive console (ddc) froze and the vad stopped pumping. The pt was switched to the bottom module and later transferred to a back up drive console. There was no reported effect on the pt. The pt has been on vad support. The unit was initially investigated at the site by the biomedical engineer, and it was found that the analog power supply (aps) board had malfunctioned. The aps board was replaced, which corrected the problem. The faulty aps board was returned to thoratec's mfg facility for investigation. Eval of the aps board traced the problem to the dc-dc converter. The dc-dc converter has been sent to the vendor for further eval. Any necessary corrective action will be determined upon completion of the failure investigation.